Manufacturer narrative:
Concomitant medical products: product ID: 8780 ; serial# (B)(4), implanted: (B)(6) 2020 ; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 15-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient's pump was extruding through their skin so it will be explanted today. There were no external factors that contributed to the issue and no diagnostics/troubleshooting were performed. The issue was not resolved at the time of the report. It was indicated that the healthcare provider (hcp) would have additional information regarding the event. The patient's medical history and weight were asked but unknown. The patient's status was alive - with injury at the time of the report.